Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus and observed insulin was not being delivered. Reportedly, the customer disconnected from the infusion site and observed insulin drops not exiting from the end of the tubing. A supply change was performed to address the issue. There was no reported impact to the customer's blood glucose level.